Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's lead displaced and broke following a fall at home. Pt symptoms of unwanted stimulation and poor pain control were noted. X rays were taken but results were not reported. During reprogramming on (B)(6) 2004 high impedances were measured. Both leads were then replaced with excellent results. No pt injuries were reported.